Event description:
Customer reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and callback, and no further action was required.